Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 44. Details of surgery: primary stability not achieved. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and inflammation. No further patient complications were reported.